Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, yellow particles on the shell, and crease fold. Leak test and microscopic analysis was performed which identified one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Additionally, healthcare professional reported deflation and "hole, non specific". Device has been explanted.